Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.